Manufacturer narrative:
Date sent to the FDA: 1/30/2023. Additional b5 narrative: it was reported that the patient experienced urine leakage with intercourse, urinary urgency, vaginal itching, and incomplete bladder emptying.

Manufacturer narrative:
Date sent to the FDA: 03/25/2021. Additional b5 narrative: it was reported that the patient experienced chronic pain, dyspareunia, vaginal scarring, vaginal prolapse, foreign body and exposed mesh following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy on (B)(6) 2007 and prolift and gynecare tvt was implanted. The patient underwent removal surgery on (B)(6) 2019. No additional information was provided.